Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump alarmed off no power. The customer used a new recommended battery type. Customer stated that the alarm did not occur less than 24 hours after a low battery alert but this is the second occurrence. The battery cap is not damaged. Blood glucose value is unknown. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis but customer did not return the insulin pump after multiple requests.